Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a good depth, however, the valve was noted to be under-expanded with severe paravalvular leak (pvl). Three balloon aortic valvuloplasties (bav) were performed and moderate-severe central aortic regurgitation was reported. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve, resolving the central regurgitation and reducing the pvl to mild. No adverse patient effects were reported.